Event description:
It was reported that bd nexiva single port needle pierced the catheter. The following information was provided by the initial reporter: prepped pt for IV insertion, loosened IV (moved forward slightly and returned to starting position; poked pt, good blood return; bottom of catheter began leaking as advancing, removed IV and catheter examined IV/cath, needle was through bottom of catheter.

Manufacturer narrative:
This MDR is in response to a medwatch report received from the FDA. See related report number grid. The customer indicates in the medwatch 'serious injury' and 'required intervention' but neither are defined in any way. E/f codes reflect insufficient information. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional.

Manufacturer narrative:
Correction: cancel MDR it has been determined that this complaint record is a duplicate to another complaint. The information in this MDR is captured in MFR report # 1710034-2024-00846.